Manufacturer narrative:
(B)(4). The device was received in damaged condition with kinks in multiple locations, radiopaque coil was stretched out just distal to the sensor housing and the distal tip was shaped. The pressure sensor was cracked and some whitish debris was noticed on the sensor housing. This type of debris could be a residual effect of dried bodily fluids and/or contrast remaining on the wire. The signal test was performed and the device was not recognized and could not be zeroed. The manufacturer was unable to duplicate the error message reported by the customer however "attach wire to connector" was observed. It is possible to observe the "short condition-unstable signal" message when the pressure guidewire is not properly seated in the connector. The cracked pressure sensor on the returned device is likely the cause of the signal failure prompting the "attach wire to connector" message. Further evaluation noted that the distal tip soldered dome was corroded. The distal tip soldered dome has no electrical functionality and does not affect the signal. The purpose of the tip dome is to allow for smooth tracking and reduced resistance during the advancement of the wire and this reported case did not indicate that there were any issues associated with tracking or resistance. The initial report from the customer did not include any report of a corroded tip dome. The manufacturer has performed an investigation on the observed corrosion on the distal tip dome. The stimulated study included exposure of the distal tip to blood, saline and contrast media that the device would be exposed to during normal clinical use. Preliminary results from this study indicate that the corrosion observed on returned product, actually occurred several weeks post procedure. Therefore, the corrosion observed on the distal tip dome poses no adverse clinical effects to patients. The testing is continuing to document the effects of exposure to blood, saline and contrast over extended period of time. Once the time study is completed and the investigation report is reviewed and approved internally a supplemental report will be submitted to the appropriate regulatory agencies.

Event description:
It was reported that after opening and flushing the pressure guidewire in the hoop, no abnormalities were observed. The pressure guidewire tip was shaped with a wire introducer device proximal to the pressure sensor. Once connected to the pimmette and zeroed, the pressure guidewire was inserted through a 5fr guide catheter. The physician did not express concerns, with steerability or resistance when advancing the wire. An error message appeared "short condition-unstable signal." The customer states that they "pulled the wire out of the body, unplugged the wire from the pimmette and re-plugged it in to zero again. The wire zeroed properly and then the same error message appeared. A second wire was then opened and the ffr procedure was performed with no adverse events or injury to the patient." No report of patient injury and the patient was released from the hospital according to the original treatment plan. The pressure guidewire was returned to the manufacturer (B)(6) calendar days from date of event. The manufacturer's examination results revealed a corroded distal tip dome.